Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response from the act and down arrow buttons due to corroded keypad traces. All operating currents were within specification and no unexpected low battery or off no power alarms or battery indicator anomaly were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a scratched reservoir tube window and a missing end cap sticker. No damage was noted on the belt clip slot. Moisture damage was found on the electronic and motor assembly.

Event description:
It was reported that the insulin pump had multiple cracks on the screen and there was only one clip holding the reservoir. Customer also stated that the battery life was fluctuating. Customer further reported that the clip on the devise broke and the insulin pump fell on the floor. Customer also mentioned that he was without an insulin pump for awhile because the devise got wet, had condensation and was not responding. Customer's blood glucose reading at the time of the call was 240 mg/dl. Nothing further was reported.